Manufacturer narrative:
The suspect device was evaluated by olympus and no problems were found with the device. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel display was dark and switching between 2d and 3d was not possible. There was no patient injury, associated with the problem, reported to olympus. This malfunction is submitted for the reported problem of "front panel display was dark."

Event description:
The reported problem occurred prior to the intended procedure.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. After further investigation of the event, it was determined the cause of the reported problem was assigned by the customer to the endoeye flex 3d, used in combination with the subject device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause was the endoeye flex 3d, model ltf-190-10-3d, used in combination with the subject device.